Manufacturer narrative:
(B)(4). Conclusion: short aortic neck.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 6 cm abdominal aortic aneurysm. The aortic neck was short with no length and diameter of 26 mm and 15 degree angulation. There was no calcium or thrombus in the aortic neck. The physician planned the case to be done with a snorkel to the right renal artery and the sma. The left renal artery could not be seen during the pre-implant CT and was found to have been pre-operatively occluded as visualized on the initial angiogram. It was reported that post implant there was a slight type I endoleak noted which was attributed to a gutter effect from the sma snorkel. The patient did not want to have an open surgical procedure and elected to have the procedure done endovascularly. No intervention has been performed. The physician reported that the type I endoleak had resolved the next day after the heparin was reversed. No clinical sequelae were reported and the patient is fine.